Manufacturer narrative:
The reported field event of inability to secure the lead into the header and noise on rv channel were confirmed in the laboratory. Epoxy was found in the bottom of the v is-1 set screw bore. This epoxy prevented the set screw from fully tightening and securing the lead and would explain the noise observed in the field.

Event description:
It was reported that the is-1 setscrew could not properly be secured at implant. Noise was noted on the rv sense/pace channel. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field connection issue was reproducible in the laboratory. Connection issue between the leads and header was found during bench testing. The device met all specifications during electrical testing.